Event description:
A report was received that the patient is having to charge their implant more frequently following a non device related procedure where electrocautery was used. Patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is having to charge their implant more frequently following a non device related procedure where electrocautery was used. Patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient is doing well following the revision. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.